Manufacturer narrative:
Photo analysis:visual analysis of the photographs identified. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: g2, h6.

Event description:
Healthcare professional reported "too big and patient would like to go smaller". Later, healthcare professional reported "asymmetry" and "ruptured textured implant". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "too big and patient would like to go smaller". Later, healthcare professional reported "asymmetry" and "ruptured textured implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.